Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up, down and ok keypad buttons have to be pressed several times for a response. The keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the ok keypad button intermittently responded to user inputs during testing, and there was evidence of adhesive/contamination found under all key contacts.